Event description:
Report received indicated that prior insertion of the stent delivery system (sds) into the sheath introducer, the stent partially deployed. There were no abnormalities noted during pre-use product inspection. The stent was seen contained within the outer sheath during inspection and the product was prepped following the instructions for use (IFU). Is not known if the sds was advanced against resistance. The locking pin was reported to be in place. The product was not use in the patient and exchanged for another device to end the procedure. There was no adverse consequence to the patient. This product will not be return for evaluation and testing. Additional information will be sent within 30 days upon receipt.

Manufacturer narrative:
Ni